Manufacturer narrative:
(B)(4). The available information suggests this lead is not available for return at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided or upon completion of analysis if the lead is returned.

Event description:
It was reported that this right atrial (ra) lead exhibited oversensing without pacing inhibition. Additionally, high out of range pacing impedance measurements were observed. The lead was explanted and successfully replaced. No additional adverse patient effects were reported.